Manufacturer narrative:
Inratio precision data provided by end-user: 1st inr: 4.8, 2nd inr: 5.4, mean: 5.10, sd: 0.42, %cv: 8.32. The 1.9 inr was excluded from comparison test since no corresponding reference or repeated inratio value was provided. Analysis of customer's results revealed that repeated inratio test result comparison did meet precision criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product is expected to be returned. No further investigation required. As reviewed on 02/07/2011, seventy discrepant result complaints were reported for lot #243934, yielding a complaint rate of 0.052%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%), no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: ng, inratio: 1.9. Date: (B)(6) 2011, inratio 4.8. Inratio: 5.4. Patient's therapeutic range: 2.0-3.0 inr. Doctor increased patient's coumadin dose based on inratio result of 1.9 inr.